Event description:
It was reported by the customer that on (B)(6) 2010, the fiber failed after the physician attempted to put the fiber into a new port seal that was too tight at 76,301 joules. No injury was reported. The device was not returned for evaluation.